Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, local infection / subacute chronic osteitis, immediate implantation, inadequate bone quality/quantity, mobility.